Event description:
It was reported that during a surgical procedure, the doctor used the blade in between bone as leverage and the blade broke. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported the broken piece was removed from the surgical site and a back up blade was used to complete the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Part number and lot number information has not been provided to permit further investigation. Investigation results indicate that the user may have contributed to this event; however, this cannot be confirmed. The root cause is undetermined.